Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing threshold measurement. This rv lead was surgically abandoned and was replaced with different model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing threshold measurement. This rv lead was surgically abandoned and was replaced with different model. No additional adverse patient effects were reported. Additional information received which indicated that the patient with this rv lead presented to the emergency room due to near syncopal symptoms.